Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. The customer's reported problem was confirmed. Downstream occlusion test failed. The probable cause of the reported problem was unknown. Main board and dso (downstream occlusion) sensor replaced as a preventative measure. After repair all functional tests of the pump passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device continuously alarms distal occlusion even though there is none; repeatedly shows errors that aren¿t there. There was unknown patient involvement.